Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed pre-fill reservoir test per (B)(4) and (B)(4). Found no leakage anomaly during filling. Evaluated 1 open or used reservoir. Performed pre-fill reservoir test per (B)(4) and (B)(4). Found no leakage anomaly during filling. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call reservoir anomaly. Customer advised the reservoir leaked at the transfer guard during filling. Customer threw away the reservoir and will not return the item for analysis.